Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that while attempting to loosen a well-fixed implant for removal, the driver tip broke off.

Event description:
It was reported that while attempting to loosen a well-fixed implant for removal, the driver tip broke off.

Manufacturer narrative:
Correction: d4 gtin the reported event was not confirmed since the device was not returned for the evaluation. No other evidences were provided. Therefore, a device inspection was not possible. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided the investigation report will be reassessed.